Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushhead broke while in mouth [device breakage]. No adverse event [no adverse event]. Case description: a 3 pack of oral-b brushheads, version unknown, and after using a new head for the first time on (B)(6) 2015 with an oral-b rechargeable toothbrush, version unknown, it broke while in his mouth. He stated that he had never had this problem before. No symptoms developed. No further information was provided. 20-oct-2015 received follow-up email from consumer: the consumer reported that he purchased the oral-b precision clean brushheads on (B)(6) 2015 and he was not aware that they had ever been dropped. No further information was provided.